Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some missing diagnostic information via the missing egms. No intervention was performed to resolve the event and the patient was in stable condition. Further information was requested but not received.

Event description:
New information was received that technical support provided a pdf version of the session records which were able to be forwarded to the customer. The patient was still in stable condition.